Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited fluctuating pace impedance measurements that went as low as 500 ohms up to 1,275 ohms. There were no recent stored events. Technical services (ts) recommended bringing the patient in for a clinic visit for further evaluation to assess for possible conductor or spring contact concerns. It was noted that the patient was 0% paced, and impedance measurements were more stable back in 2019. This ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited fluctuating pace impedance measurements that went as low as 500 ohms up to 1,275 ohms. There were no recent stored events. Technical services (ts) recommended bringing the patient in for a clinic visit for further evaluation to assess for possible conductor or spring contact concerns. It was noted that the patient was 0% paced, and impedance measurements were more stable back in 2019. This ICD and rv lead remain in service. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited non-physiologic noise as well as stored a signal artifact monitoring (sam) episode due to minute ventilation (mv) signal oversensing. Daily measurements continued to display fluctuating rv pace impedance measurements. Technical services (ts) reviewed troubleshooting options. This ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited fluctuating pace impedance measurements that went as low as 500 ohms up to 1,275 ohms. There were no recent stored events. Technical services (ts) recommended bringing the patient in for a clinic visit for further evaluation to assess for possible conductor or spring contact concerns. It was noted that the patient was 0% paced, and impedance measurements were more stable back in 2019. This ICD and rv lead remain in service. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited non-physiologic noise as well as stored a signal artifact monitoring (sam) episode due to minute ventilation (mv) signal oversensing. Daily measurements continued to display fluctuating rv pace impedance measurements. Technical services (ts) reviewed troubleshooting options. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. -- this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.